Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast augmentation with 425cc mentor smooth round moderate profile and was presented with unknown side breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following: -rupture on the left side; no issue on the right side -procedure was primary augmentation -patient's race and ethnicity is white and not hispanic/latino. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).